Manufacturer narrative:
H.6. Investigation summary: there was no returned samples sent to bd, the pictures provided verified the presence of foreign matter/staining. Based on the pictures provided, foreign matter/staining occurs as a result of the heat sterilization environment. A correction project (CAPA 133926) is initiated to remove the source of the staining. The non-conformities were reviewed for this batch and there was no record of non-conformities associated with this batch for this defect.

Event description:
It was reported that there was staining on packages with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. This occurred on 69 separate occasions prior to use. The following information was provided by the initial reporter, translated from italian to english: the presence of stains has been widely reported in many lots in 2018.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was staining on packages with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. This occurred on 69 separate occasions prior to use. The following information was provided by the initial reporter, translated from italian to english: the presence of stains has been widely reported in many lots in 2018.